Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3314ml. The largest prescribed fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the peritoneal dialysis nurse on (B)(6) 2010. According to the nurse she was not aware of the patient's drain volume as the patient never reported experiencing symptoms of overfill. Product surveillance notified the nurse of the probable cause found during evaluation. The nurse stated she would follow up with the tidal ultrafiltration removal setting. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. The device will be routed to the service area.